Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the healthcare provider (hcp) contacted the company representative (rep) regarding a pocket fill that occurred today and asked for guidance. Up to 20 cc of baclofen may have been injected into the pump pocket. Technical services reviewed that hcp should medically manage the patient and observe for possible signs of overdose. The rep was not with the patient. The rep later called back and stated the hcp got 1 ml out which was expected but then they injected 20 ml of 500 mcg/ml baclofen and noticed swelling around pump. They were able to aspirate some of the drug but they thought the hcp moved the needle at some point during refill. The refill was somewhat difficult as the patient was in a wheelchair. Hcp was able to refill normally and sent patient to the hospital to be monitored, but at this point they were asymptomatic.